Manufacturer narrative:
After battery installation unit gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked case at reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 8 mmol/l. The customer stated that there were no visible alarms on the pump. The customer stated that the alarm was not possible to clear. The customer was advised to remove the battery and insert a new one after 10 minutes. The customer will be sent a replacement pump.